Manufacturer narrative:
A follow-up report willl be submitted once the investigation is complete.

Event description:
The customer reported the battery loses its charge quickly. There is no reported adverse patient impact.